Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration of essure device location of device: uterine wall /but coil is embedded in uterine wall and would cause a hemorrhage if removed / migration of essure device location of device: left cornua of uterus/ failure to occlude') and fallopian tube perforation ('fallopian tube perforation') in a 33-year-old female patient who had essure (batch no. 796912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depoprovera. The patient's medical history included arthritis, psoriasis, acid reflux (oesophageal), constipation and depression. Concomitant products included sertraline since (B)(6) 2012 for depression, ibuprofen since (B)(6) 2010 for pelvic pain as well as adalimumab (humira) from (B)(6) 2010 to (B)(6) 2011, amitriptyline from (B)(6) 2011 to (B)(6) 2011, dexlansoprazole (dexilant) since 1998, naproxen from (B)(6) 2012 to (B)(6) 2017, ondansetron from (B)(6) 2010 to (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2011, sertraline hydrochloride (zoloft) since (B)(6) 2010 and simeticone (simethicone) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain ("pain"). From (B)(6) 2011 until (B)(6) 2019, the patient received depoprovera at an unspecified dose and frequency. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criterion medically significant) and complication of device removal ("attempted removal of coil"), 7 months 12 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("essure worsened a previously existing condition: menstraution"), back pain ("pain lower back area"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection ") and cystitis ("bladder problem - bladder infection"). The patient was treated with surgery (hysterectomy + bi-salphigectomy oophrectomy and salpingectomy (one side removal of fallopian tube),hysterectomy ,oophorectomy). At the time of the report, the uterine perforation, fallopian tube perforation, depression, anxiety, fatigue, complication of device removal and cystitis outcome was unknown, the pelvic pain, urinary tract infection, vaginal discharge and vaginal infection had resolved, the menstrual disorder had not resolved and the back pain was resolving. The reporter considered anxiety, back pain, complication of device removal, cystitis, depression, fallopian tube perforation, fatigue, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: the essure device was not removed due to the risk of hemorrhage. On (B)(6) 2011: diagnostic laparoscopy and removal of 3 cm mid portion left fallopian tube by ligasure ligation. Current weight 190 lbs. She had been treated for migration. Lot number: 796912; manufacturing date: 2010-11; expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration of essure device location of device: uterine wall /but coil is embedded in uterine wall and would cause a hemorrhage if removed / migration of essure device location of device: left cornua of uterus/ failure to occlude') and fallopian tube perforation ('fallopian tube perforation') in a 33-year-old female patient who had essure (batch no. 796912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depoprovera. The patient's medical history included arthritis, psoriasis, acid reflux (oesophageal), constipation and depression. Concomitant products included sertraline since (B)(6) 2012 for depression, ibuprofen since (B)(6) 2010 for pelvic pain as well as adalimumab (humira) from (B)(6) 2010 to (B)(6) 2011, amitriptyline from (B)(6) 2011 to (B)(6) 2011, dexlansoprazole (dexilant) since 1998, naproxen from (B)(6) 2012 to (B)(6) 2017, ondansetron from (B)(6) 2010 to (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2011, sertraline hydrochloride (zoloft) since (B)(6) 2010 and simeticone (simethicone) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain ("pain"). From (B)(6) 2011 until (B)(6) 2019, the patient received depoprovera at an unspecified dose and frequency. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criterion medically significant) and complication of device removal ("attempted removal of coil"), 7 months 12 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("essure worsened a previously existing condition: menstraution"), back pain ("pain lower back area"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection ") and cystitis ("bladder problem - bladder infection"). The patient was treated with surgery (hysterectomy + bi-salphigectomy oophrectomy and salpingectomy (one side removal of fallopian tube),hysterectomy ,oophorectomy). At the time of the report, the uterine perforation, fallopian tube perforation, depression, anxiety, fatigue, complication of device removal and cystitis outcome was unknown, the pelvic pain, urinary tract infection, vaginal discharge and vaginal infection had resolved, the menstrual disorder had not resolved and the back pain was resolving. The reporter considered anxiety, back pain, complication of device removal, cystitis, depression, fallopian tube perforation, fatigue, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: the essure device was not removed due to the risk of hemorrhage. On (B)(6) 2011: diagnostic laparoscopy and removal of 3 cm mid portion left fallopian tube by ligasure ligation. Current weight 190 lbs. She had been treated for migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event infections/infection (bladder/ urinary tract/vaginal), vaginal discharge added. Event outcome for pain changed to recovered. , fallopian tube perforation event added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration of essure device location of device: uterine wall /but coil is embedded in uterine wall and would cause a hemorrhage if removed / migration of essure device location of device: left cornua of uterus/ failure to occlude') and fallopian tube perforation ('fallopian tube perforation') in a 33-year-old female patient who had essure (batch no. 796912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depoprovera. The patient's medical history included arthritis, psoriasis, acid reflux (oesophageal), constipation, depression, incontinence, cystocele, rectocele, libido decreased, chronic fatigue, vaginal discharge, colporrhaphy, perineoplasty and cystoscopy. Concomitant products included sertraline since (B)(6) 2012 for depression, ibuprofen since (B)(6) 2010 for pelvic pain as well as adalimumab (humira) from (B)(6) 2010 to (B)(6) 2011, amitriptyline from (B)(6) 2011, dexlansoprazole (dexilant) since 1998, naproxen from (B)(6) 2012 to (B)(6) 2017, ondansetron from (B)(6) 2010 to (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2011, sertraline hydrochloride (zoloft) since (B)(6) 2010 and simeticone (simethicone) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain ("pain"). From (B)(6) 2011 until (B)(6) 2019, the patient received depoprovera at an unspecified dose and frequency. On (B)(6)2011, the patient experienced uterine perforation (seriousness criterion medically significant) and complication of device removal ("attempted removal of coil"), 7 months 12 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("essure worsened a previously existing condition: menstraution"), back pain ("pain lower back area"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection ") and cystitis ("bladder problem - bladder infection"). The patient was treated with surgery (hysterectomy + bi-salphigectomy oophrectomy and salpingectomy (one side removal of fallopian tube),hysterectomy ,oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, depression, anxiety, fatigue, complication of device removal and cystitis outcome was unknown, the pelvic pain, urinary tract infection, vaginal discharge and vaginal infection had resolved, the menstrual disorder had not resolved and the back pain was resolving. The reporter considered anxiety, back pain, complication of device removal, cystitis, depression, fallopian tube perforation, fatigue, menstrual disorder, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: the essure device was not removed due to the risk of hemorrhage. On (B)(6) 2011: diagnostic laparoscopy and removal of 3 cm mid portion left fallopian tube by ligasure ligation. Current weight 190 lbs. She had been treated for migration. Lot number: 796912 manufacturing date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: mr received: reporter, medical history and action taken with drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration of essure device location of device: uterine wall /but coil is embedded in uterine wall and would cause a hemorrhage if removed / migration of essure device location of device: left cornua of uterus/ failure to occlude') in a (B)(6) female patient who had essure (batch no. 796912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depoprovera. The patient's medical history included arthritis, psoriasis, acid reflux (oesophageal), constipation and depression. Concomitant products included sertraline since (B)(6) 2012 for depression, ibuprofen since (B)(6) 2010 for pelvic pain as well as adalimumab (humira) from (B)(6) 2010 to (B)(6) 2011, amitriptyline from (B)(6) 2011 to (B)(6) 2011, dexlansoprazole (dexilant) since 1998, naproxen from (B)(6) 2012 to (B)(6) 2017, ondansetron from (B)(6) 2010 to (B)(6) 2011, oxycodone hydrochloride;paracetamol (percocet) since (B)(6) 2011, sertraline hydrochloride (zoloft) since december 2010 and simethicone (simethicone) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain"). From september 2011 until (B)(6) 2019, the patient received depoprovera at an unspecified dose and frequency. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criterion medically significant) and complication of device removal ("attempted removal of coil"), 7 months 12 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced fatigue ("fatigue"), menstrual disorder ("essure worsened a previously existing condition: menstruation") and back pain ("pain lower back area"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),hysterectomy ,oophorectomy). At the time of the report, the uterine perforation, depression, anxiety, fatigue and complication of device removal outcome was unknown, the pelvic pain and back pain was resolving and the menstrual disorder had not resolved. The reporter considered anxiety, back pain, complication of device removal, depression, fatigue, menstrual disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: the essure device was not removed due to the risk of hemorrhage. On (B)(6) 2011: diagnostic laparoscopy and removal of 3 cm mid portion left fallopian tube by ligasure ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- outcome of the events pelvic pain and back pain was updated to recovering/ resolving. Patient's demographic details were updated. Concomitant drug was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.